Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Conclusions: endotension. Also implanted in the patient (pcc141400/lot# 030443410). Aneurysm growth in the absence of endoleak has been defined as endotension. One hypothesis for the source of endotension is the transmural movement of serious fluid across the material used to fabricate devices used to treat the aortic abdominal aneurysm. In response to this issue, gore elected to provide a design enhancement to the original gore excluder bifurcated endoprosthesis.

Event description:
As reported in 2003, this patient was implanted with gore excluder aaa endoprosthesis for an infrarenal abdominal aneurysm. In 2007, aneurysm enlargement was reported. On the same day, the patient underwent a reintervention in which gore excluder aaa endoprostheses were implanted to reline the previous implanted devices. Patient is reported to be in stable condition.